Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating that the blood glucose value was high and the pump was under delivering. Blood glucose value was above 600mg/dl. Customer stated that she was sick and could be because of the blood glucose value. Customer stated that she went low earlier and then may have over corrected and gone high. Insulin pump will not be returned for analysis.